Event description:
It was reported that the patient presented for follow-up with diaphragmic stimulation caused by the left ventricular lead. The patient was admitted and scheduled for revision. The lead was explanted and replaced. The patient was recovering.